Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure a 20/30 ppak had a leak at the seal of the rotating hemostatic valve (rhv). An unspecified 0.14 guide wire was inserted in the rhv and the rotator was tightened several times to the max; however, the device kept leaking. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.